Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released for according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported a patient with visual significant keratitis in both eyes. The patient noted cloudy and sore eyes. An oral steroid was prescribed and topical steroid dosage was increased. New information was received. Left eye is a bit more blurry than the right eye. Best corrected visual acuity is back in left eye. Symptoms are resolved. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.